Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was experiencing differences between sensor glucose versus blood glucose along with threshold suspend. Customer blood glucose was 78 mg/dl and sensor glucose was showing 40 mg/dl suspending his pump. The customer stated that he was not concerned about the sensor he usually turn it off a couples of hours and then turn it back on and that works. The customer stated that thresh suspend was set 90. The customer stated that she change set because she was having high blood glucose. Customer stated that he did put pump on a temp basal with 0.00.